Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed a call service 064 alarm. The call service 064 alarm was duplicated during the rewind, load, and primes steps. The pump was opened to find the motor drive to be frozen and not moving. Due to the bad motor the 24 hour testing was unable to be tested. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.